Event description:
The drill bit broke in two places during a glenoid resurfacing procedure with v-tak. The broken pieces were retrieved, but surgery could not be completed. Sales rep also indicated that the implant threads stripped before it gets transferred to the second driver (as per procedure). The surgery had to be stopped because a new drill bit and implant were not available until the following day. Surgery was completed successfully on the next day. No adverse consequences were reported with the patient as a result of this event. This device is used for treatment.

Manufacturer narrative:
DHR review revaled nothing relevant to this event. The device was not returned and the customer's complaint cannot be verified. A definitive conclusion could not be determined without device evaluation. This is the first complaint reported for this part number.